Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a tight stricture in the lower esophagus as a result of cancer. Prior to the stent placement, the patient had been on a liquid diet. The stent was implanted from the distal esophagus across the lower esophageal sphincter (les). Upon expansion of the stent, the stomach contents regurgitated up the esophagus and were aspirated by the patient. On (B)(6) 2011, the patient passed away. An autopsy concluded that the cause of death was due to massive aspiration. The physician alleged no complaint against the ultraflex stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted during an esophageal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a tight stricture in the lower esophagus as a result of cancer. Prior to the stent placement, the patient had been on a liquid diet. The stent was implanted from the distal esophagus across the lower esophageal sphincter (les). Upon expansion of the stent, the stomach contents regurgitated up the esophagus and were aspirated by the patient. On july 20, 2011, the patient passed away. An autopsy concluded that the cause of death was due to massive aspiration. The physician alleged no complaint against the ultraflex stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: the physician believes the stent was an associated factor, but other factors were more directly linked to the aspiration. The patient had been sedated with propovol; therefore, his airways were not protected during the procedure. Additionally, the consultant was reportedly unaware that the patient contained a large volume of fluid in his stomach which expelled after the stent was deployed and opened. According to the patient's death certificate, the cause of death was "pneumonia due to aspiration of gastric contents." The physician stated that the stent had an implication in the patient's death, but the patient would have probably aspirated at a later time due to the large volume of fluid in his stomach.